Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130, flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed for pump error 37-39, 41-43, 79-80, 82, 130, display - flashing/white/blank/frozen/partial. Customer was not able to clear the error. Customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self-test. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. In history downloads, there was pump error 43 and pump error 130 occurred on 07/09/2024 09:24--09:44. Unit was cut open to perform visual inspection and evidence of moisture damage on the found electronic stack, force sensor, vibration harness assembly, keypad flex cable pins, and motor pins. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, scratched case, missing display window cover, stained keypad overlay, pillowing keypad overlay. Flashing medtronic logo is not confirmed. Pump error 130 is not confirmed. Pump error 43 is confirmed due being found in history file and due to motor anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.